Event description:
It was reported during in clinic follow up that the atrial lead exhibited noise and high capture threshold. The noise was oversensed and resulted in inappropriate mode switches. Diagnostic imaging confirmed lead dislodgement. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.